Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer stated he is looking for the product security white paper for the following vulnerability, (B)(4). No patient involvement.

Manufacturer narrative:
This file is determined to be not-reportable.

Event description:
The customer stated he is looking for the product security white paper for the following vulnerability, icsma-20-317-01. No patient involvement.